Event description:
A customer reported an altitude alarm from a pump. Reportedly, the pump was not outside the labeled altitude operating range. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer to clean the speaker holes and reconnect the pump¿s cartridge, but these actions did not resolve the issue as the alarm recurred. Customer reverted to an alternate method of insulin therapy.